Event description:
ICD explanted and returned as a result of the angeion initiated "field action" for possible premature batery depletion concerning all angeion manufactured lyra mode ICD's. The battery voltage on this device fell within the range where angeion recommended explantation.